Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73g1500007 investigations did not show issues related to the complaint. The device investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: when the surgeon attempted to lock the fifth or sixth clip to the vessel the device engaged another clip causing the clip to push outside of the jaws of the applier resulting in only part of the jaw to bend outward. There was no ratcheting sound. No pieces broke off. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73g1500007 was confirmed with sample received. During visual inspection the spring jaws component was damaged; bent upturned, no stuck clip in the tip the jaws. Failure mode clip not closed properly was not confirmed with sample received during visual inspection. Functional inspection: applier was fired and one clip was loaded, closed & released properly from the applier without quality problems; then applier was activated & orange indicator was released into the jaws applier. Therefore; failure mode clip not closed properly reported by customer was not able to be duplicated during functional inspection , due to sample was received with one remaining clip. Sample received did not confirm the defect reported by the customer clip not closed properly during visual inspection. However; a functional inspection was performed with the remaining clip received; the device worked properly. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturer and this defect would have been detected during the functional testing.

Event description:
Alleged event: when the surgeon attempted to lock the fifth or sixth clip to the vessel the device engaged another clip causing the clip to push outside of the jaws of the applier resulting in only part of the jaw to bend outward. There was no ratcheting sound. No pieces broke off. The patient's condition was reported as fine.